Manufacturer narrative:
The reported products were returned and investigated. All results were within the range specification and no errors were observed during control solution testing. No product deficiency was identified. The reported readings were found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings. Customer reported readings of 20.7 mmol/l and 2.7 mmol/l obtained within 10 minutes. They also reported readings of 24.1 mmol/l and 7.1 mmol/l obtained within 10 minutes. Both sets of results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned meter and no issues were observed. Meter powered on with button depression and insertion of returned test strips. Control solution testing was performed and results were satisfactory. The reported readings were found in the meter's memory.

Manufacturer narrative:
This serves as a correction report. The entire b section was missing from the MDR follow up #1 report. Section b has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings. Customer reported readings of 20.7 mmol/l and 2.7 mmol/l obtained within 10 minutes. They also reported readings of 24.1 mmol/l and 7.1 mmol/l obtained within 10 minutes. Both sets of results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings. Customer reported readings of 20.7 mmol/l and 2.7 mmol/l obtained within 10 minutes. They also reported readings of 24.1 mmol/l and 7.1 mmol/l obtained within 10 minutes. Both sets of results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.